Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 71 mg/dl and 482 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
A f/u will be filed if the product is returned for investigation.